Event description:
A service coordinator reported that the surgeon was not able to get any suction through the handpiece while performing a vitrectomy procedure. The system and the probe were switched out but the issue was not resolved. The probe only was then switched out, resolving the issue, and the procedure was completed with no impact to the pt. The staff flushed the probes that were not working and observed that small black pieces were expelled. The expelled material will be sent in for evaluation. This report represents the first system used in the above reported event. However, this the second of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).